Event description:
Starting 2007, mdacc began seeing an increase of serratia marcescens bloodstream infections. From 2007- 2008, there were a total patients with bloodstream infections; 14/32 were designated as nosocomial, signs and symptoms occurring >48hrs after admission. During this same time-frame there was a national FDA-recall for the sierra heparin prefillled syringes; 5/32 cases were confirmed by the state health dept. As linked to this heparin recalled product. That left us with 14/32 pts defined with nosocomial bacteremia in a short time frame and a common factor being the saline flushes. We have been working very closely with the state, city and cdc health agencies. Dates of use: ongoing to 2007 - 2008. Diagnosis or reason for use: to flush cvc or peripheral lines during treatment.